Event description:
It was reported that this was an arteriotomy closure of a severely calcified superficial femoral artery using a proglide device after an antegrade lower extremity percutaneous interventional procedure using a 6f sheath. Femoral imaging was not taken. Reportedly, a pseudoaneurysm developed that was treated with thrombin injection. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 1/1/2017. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017- failure to follow steps / instructions. H6: medical device problem code 1494- incorrect anatomy. Individual patients and summary data were discussed in the article and filed under separate MFR numbers. Literature attachment: article title ¿antegrade femoral puncture using a suture-mediated closure device in infrainguinal endovascular interventions.¿

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, proglide device was used in the superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Additionally, femoral imaging was not performed. It should be noted that the electronic perclose proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. The patient effect of pseudoaneurysm is listed in the electronic proglide IFU as a potential adverse event associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.